Manufacturer narrative:
Based on the available information, the adverse event "itchy rash under arm pits, on back, around waist, and outside wafer border" is deemed a serious injury as the area around the stoma may become severe enough to warrant medical intervention. From a clinical perspective, it is possible that the device may have caused or contributed to the rash; however, this is unlikely. Since the patient has been on multiple antibiotics, it is possible that this may have led to the rash as well. Use of multiple antibiotics over extended periods of time has been known to cause this type of rash. The symptoms as described are unlikely to become life threatening and would be expected to resolve without resulting in a permanent impairment in bodily structure. The patient has been advised to call dermatologist with an update in condition and possibly see their family physician. No additional patient/ event details are known at this time. A return sample is not expected. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Enduser called to report a rash under arm pits, back, around waist area, and on outside of wafer border. Reporter states the rash has been present for 2 to 3 weeks and is light pink and very itchy. Reporter got out of hospital about 4 weeks ago and was treated with multiple antibiotics. Enduser saw dermatologist the previous day and was prescribed sarna lotion which wife says seems to exacerbate itching. The rash is light pink and scattered to back, arm pits, and outside of tape border of wafer. There have been no recent changes in medications. The product has been in use for 2 months.